Event description:
During a surgical procedure the surgeon was utilizing a surgiwand with l-hook with cautery set on 100 coag, 100 cut, with spray setting. As he was cauterizing, it was noted that there was some scatter of the electrical arc at the end of the suction cannula of the device. He continued to cauterize, and it was eventually noted that the first 5mm of the suction cannula on the device had bent most of the way off and then broke off completely. The tip that broke off was retrieved and removed. The surgeon completed irrigation without incident. Reported to the device manufacturer.